Event description:
A peritoneal dialysis (pd) patient that used minicaps experienced an unspecified tissue injury. The cause of the event was not reported. It was not reported if the patient was hospitalized or received treatment for the event. It was further reported the patient passed away. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing prior to death or at the time of death. No additional information was available.

Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.